Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Manufacturer attempted contact customer with follow up phone calls to assure the new device is not displayed high readings;unable to contact customer; a letter was sent.

Event description:
Customer's staff complains of "hi" results. Customer states that customer was taken to the hospital. The customer's expected blood results are 100-200/dl fasting. Verified test strips expire 02/26/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/30/2015. Reviewed meter memory: (B)(6). Memory concerns:"hi" staff called in due to meter reading 528mg/dl and "hi". Customer was taken to the hospital and read 125mg/dl. Caller states they cannot tell if customer has high blood sugar symptoms due to customer's mental illness. Denies need for medical attention at this time and refused to run a back to back blood test due to customer being difficult when having to test.